Manufacturer narrative:
(B)(4). It was reported that the tip of a mynxgrip vascular closure device (vcd) did not go through the 7f procedural sheath. A dilator was used to gain "better" access to the sheath and a second vcd was used to complete the procedure. The patient was not morbidly obese. Excess force was not applied during the device insertion. The sheath was not kinked/bent upon removal. There was no visible bend/damage on the distal end of the balloon shaft noticed after device removal. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. The device was received with the green shuttle engaged to the black handle. The sealant and advancer tube remains in the manufactured position. The catheter¿s distal tip was observed slightly bent as received, probably the result of multiple attempts to insert the device into the sheath. The introducer sheath that was used during the procedure was not returned; therefore, a physical evaluation to determine whether there was damage or defect to the sheath that may have obstructed the device path could not be made. Functional testing was performed on the received device. The sheath involved in the event was not returned; therefore an applicable lab sample was used for performing the insertion and withdrawal tests on the returned device. No resistance was felt during investigation when the device was inserted and withdrawn. Review of lot f1717202 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported event of the inability to advance the mynxgrip vcd into the sheath could not be confirmed. Based on the reported information and the investigation performed, the distal tip of the mynx device may have been bent/damaged due to handling of the device during the insertion step of the device into the introducer sheath. It should be noted that a torturous vessel and/or a damaged procedural sheath may obstruct the device path during the insertion step. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
It was reported that the tip of a mynxgrip vascular closure device (vcd) didn¿t go through the 7f procedural sheath and finally kinked. A dilatator was used to gain "better" access to the sheath and a second vcd with no further problems noted. The patient was not morbidly obese. Excess force was not applied during the device insertion. The sheath was not kinked/bent upon removal. There was no visible bend/damage on the distal end of the balloon shaft noticed after device removal. The vcd will be returned for analysis.